Event description:
It was reported that a leak and air ingress occurred. During a pulsed field ablation (pfa) procedure to treat an atrial fibrillation, a faradrive steerable sheath was selected for use. Upon insertion of a farawave catheter into the sheath, aspiration of the sheath was performed and air kept getting in the line coming from the sheath. The sheath also started leaking blood. It was believed that the reported event was a result of valve leakage. The catheter was removed from the sheath, the sheath was re-aspirated, and the catheter was re-introduced into the sheath. This troubleshooting did not resolve the reported issue. The sheath was replaced, and the procedure was completed successfully. No patient complications were reported. The sheath is not expected to return for analysis as it was disposed.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.